Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article entitled, ¿robot-assisted primary cementless total hip arthroplasty with a short femoral stem: a prospective randomized short-term outcome study¿, by seung-jae lim, et al, published by computer aided surgery, 20:1, 41-46, was reviewed. A cohort of 54 patients were divided into two groups at random, with 27 receiving robodoc robot-assisted milling of the femoral canal, and 27 receiving manual rasping/broaching. Five patients were lost in follow-up from the study, leaving 24 patients in the robot group, and 25 in the manual group. The depuy tri-lock bone preservation stem was utilized in all hips. These were followed for twenty-four months. Results suggested that robot-assisted short stem tha could increase the accuracy of stem alignment, improve leg length equality, and help reduce the risk of intraoperative femoral fracture as compared with manual rasping. However, the clinical outcome scores did not differ between the two groups at the time of short-term follow-up. No hips required revision surgery. Complications reported: femoral stem misalignment (0 degrees - 2.8 degrees : robot group) / (0 degrees ¿ 7.4 degrees manual: group) -- specific numbers of patients in each group exhibiting varus or valgus misalignment was not provided. Leg length discrepancy (0 mm to 6.4 mm : robot group) / (0 mm to 16 mm : manual group) ¿ specific numbers of patients in each group exhibiting lld was not provided 2 - intraoperative femoral bone fracture, requiring cerclage cables, in manual group product details for the specific femoral stems and heads were not provided. There were no unique patient identifiers reported, such as specific case number, ages, or genders for the study subjects.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Examination of the provided images confirms a varus stem position in one image. This positioning is determined as accurately as possible by the implanting surgeon. It does not indicate a device problem. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : a device history record (mre) review, was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.